Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
The string breaks- tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon string breaks. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The string breaks- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string breaks. No injury reported.